Event description:
Letter received from pt's attorney states pt "suffered damages as a result of a failed lead. "Device initially returned to MFR with complaint of broken lead and insufficient therapeutic stimulation.